Manufacturer narrative:
Pump received with intermittent escape and down arrow button response due to flattened button dome switch. No button error alarm during testing. The j2 and lcd keypad connector was not found unlocked during visual inspection. The pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the sensor on the insulin pump is inaccurate and has unexplained alarms. The customer's blood glucose reading was 172 mg/dl at the time of incident and 72 mg/dl for sensor glucose. Troubleshooting explained sensor glucose and blood glucose to customer. Troubleshooting also found that the pump had previously alarmed button error. The customer was advised that the device would be replaced and that the pump would be returned for analysis.